Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother called and wants to know the customer's settings. Advised the caller to contact the customer's doctor. During the call, the mother stated that the customer is hospitalized due high blood glucose of 600mg/dl. The mother stated that the customer received a low reading, she took off her insulin pump, and later she was admitted. Assisted the caller with rewinding and priming the insulin pump and changing the alert volume from vibrate to beep. No further info was provided.